Event description:
Health care professional reported at the time of the hospital admission, the patient was having severe spontaneous spasms and trembling off the patient's lower extremities with an ashworth score of 4-5. An x-ray revealed a possible tear of the catheter at the connector site. In 2002, a catheter revision was done. At discharge the patient's tone was better with an ashworth 3-4. One week ago, the patient was noted to be doing very well.